Manufacturer narrative:
Reference record (B)(4). One peg tube return sample was received at abbvie for examination. The peg-tubing was visually inspected. The returned peg tubing was reviewed, and no non-conformances or deviations were identified. The reported complaint condition was unable to be verified. Stoma site infection is a known complication of a peg tube placement.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event is expected to be returned. A follow up report will be submitted upon completion of evaluation or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Report on (B)(6) 2017 stated that the patient has a streptococcus infection and has greenish secretion from the stoma. The peg tube system was replaced on (B)(6) 2017. No further treatment information was provided.